Manufacturer narrative:
Monthly maintenance and performance testing were completed and were acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer performed adjustments on the analyzer and ran hardware performance testing. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 170 mg/dl and the repeat results were 109 mg/dl and 108 mg/dl. The repeat results were believed to be correct.